Event description:
The customer reported the c-arm rotation brake was not working. No pt injury was reported.

Manufacturer narrative:
The ge service rep verified the issue . They ordered and replaced c-arm rotation brake assembly. Tested and check brake to make sure c-arm would "locl". Unit returned to service.